Event description:
Insertion difficulty. The user reported that the device "jammed" (in their words) and the middle needle and some of the surrounding needles bent. They also reported that "the needles did not insert all the way into the device." According to (B)(4), the instructions for use for the fast1 intraosseous infusion system, pyng medical's understanding of "the [bone probe] needles did not insert all the way into the device" is that the device was not released. (B)(4).

Manufacturer narrative:
The device, as received, had not released. One of the shafts of one of the bone probe needles was bent outwards and clockwise about 10 degrees indicating possible twisting or interference on insertion. The actual device underwent bench testing using pyng medical simstern block to simulate the sternum. The device operated according to specification and released correctly.